Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The customer replaced the quik-combo defibrillation therapy cable assembly from their inventory and proper device operation was observed through functional and performance testing. The device was then returned to the end user for use. The faulty therapy cable assembly was returned to the failure analysis center for further evaluation. It was observed that the tension cable and the apex and sternum wires were broken/open in the strain relief. This led to the reported failure.

Event description:
The customer reported that their device would not detect a connection of a patient load through the defibrillation therapy cable assembly. This was observed during testing and there was no patient use associated.